Event description:
It was reported that noise and high rate events were seen on the right ventricular (rv) lead. It was also reported that the patient has these a few times a month at night or early morning hours. It was further reported that the patient has had issue with noise since (B)(6) 2010 and no intervention has occurred or is planned. The rv lead remains in use and will continue to be monitored. It was further reported that the rv lead had high impedance and a polarity switch. Ventricular high rate episodes with rates of greater than 400 bpm were noted. The lead will continue to be monitored. No patient complications have been reported as a result of this event.

Event description:
It was reported that noise and high rate events were seen on the right ventricular (rv) lead. It was also reported that the patient has these a few times a month at night or early morning hours. It was further reported that the patient has had issue with noise since (B)(6) 2010 and no intervention has occurred or is planned. The rv lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular lead was capped and was not replaced.